Event description:
Caller states that the inform base has burnt connector pins and melted plastic around the area of the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base. Reference medwatch (B)(6) for the inform meter.